Event description:
When pulling back on vamp to draw labs the tubing separated on the line just before the vamp on IV site of tubing allowing blood in arterial line to drip all over bed and floor. Failure occurred on arterial access line - this could have led to exsangunation if it had been an un-witnessed event.